Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of an aaa. It was reported that 2 days post the index procedure the patient developed a low-grade fever (37.9 degrees- 38.1 degrees). Medication (antipyretics) were administered and the patient was discharged on the same day. The patient returned for follow-up over two weeks later and had no fever or complaints of discomfort. The site assessed the event as probably related to the procedure and not related to the study device.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other (B)(4) elevant device(s) are: product ID: esbf3214c103ee, serial/lot #: (B)(6), ubd: 16-apr-2027, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 27-mar-2027, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 27-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.